Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate, and the rerun results matched the clinical picture of the patient. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data, and discovered a leaking wash 1 fitting. The fse replaced the fitting and performed a wash 1 decontamination. The fse then ran precision and quality controls, which were within range, and patient samples, which resulted as expected. The cause of the discordant, falsely elevated troponin result was a malfunction of the wash 1 fitting. The instrument is performing according to specifications. No further evaluation of this device is required.